Manufacturer narrative:
An event regarding a crack/fracture involving an exeter stem was reported. Upon inspection of the received devices, the head was also noted fractured. The event was confirmed through mar. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar). The devices were examined with the aid of a stereo microscope at magnifications up to 50x. All anterior and posterior orientations in this report are based on this being a right hip. If subsequent information indicates the implant is for the left hip, the anterior and posterior surfaces are flipped. The ceramic head fragments were observed to have metal transfer marks and post fracture chipping. A continuous metal transfer ring was observed on the internal circumference of the female taper consistent with proper seating between the trunnion of the hip stem and the head taper. The longitudinal fracture pattern of the head indicates that the head likely fractured due to hoop stresses. Dimensional inspection: not performed due to a material integrity issue as there is evidence from the visual inspection that the device is damaged. Functional inspection: not performed due to a material integrity issue as there is evidence from the visual inspection that the device is damaged. Material analysis a material analysis has been performed. The report concluded: the stem fractured at the neck. A continuous metal transfer ring was observed on the internal circumference of the female taper of the head consistent with proper seating between of the trunnion of the hip stem and the head taper. The head likely fractured due to hoop stresses. The stem neck fractured in fatigue. Eds showed that the stem was consistent with astm f1586. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that. The longitudinal fracture pattern of the head indicates that the head likely fractured due to hoop stresses. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The customer reported that the patient was revised as the exeter stem was broken at the trunnion. Update: upon inspection of received of the devices, the ceramic head was also noted fractured.